Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the right colon during a routine colonoscopy procedure performed on an unknown date. During the procedure, the clip would not properly deploy onto the tissue and remained attached to the catheter. The technician tried the deployment steps multiple times but was still unsuccessful. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: date of event: date of event was approximated to (B)(6) 2023 based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspected lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a15 captures the reportable event of the clip unable to release from catheter.